Event description:
During removal, a portion of the catheter detached and remained in the bladder. The retained fragment was subsequently removed from the bladder. The fragment appeared to have sheared.